Manufacturer narrative:
(B)(4). Date sent: 6/5/2024, d4: batch # unk. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? No.if yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one psee60a device was not returned for analysis. Only a gst60d reload was received for analysis and the reload body was noted to be damaged. The reload was received with the left side fully fired, in the right side partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled was broken, but the half from it on the right side was noted on the home position; however, some drivers were noted up without staples on the proximal end until damage noted on the reload deck. The condition of the driver's up shows that reload was partially fired. It is possible that the reload was manipulated, and the sled was manually returned to its home position. Also, some drivers were noted to be damaged. In addition, on the reload deck damage some staples were noted to be bent and damaged, which suggests the reload, may have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 363c66, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a fete at 3rd firing, there was a cracking sound and one side of the staple was not engaged when firing. When the doctor checked the used cartridge, there was damage to the center piece of the cartridge. No marking clips or hemostatic clips were used. There was no possibility that a hard thing was caught in the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.